Event description:
It was reported that when the foley catheter was indwelled in the patient without any issues, urine flow could not be confirmed, so it was temporarily removed. After replacing it with another one and indwelling it, urine flow was confirmed without any problems.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.